Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and f10.

Event description:
It was reported via the implant patient registry that this patient with a 25mm valve, implanted approximately for six (6) years and six (6) months, underwent a valve-in-valve procedure due to calcific aortic stenosis. The tavr was performed with a 26mm valve. The patient was discharged on pod #4 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 25 mm valve, implanted approximately for six (6) years and six (6) months, underwent a valve-in-valve procedure due to unknown reasons. The tavr was performed with a 26 mm valve.